Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The complaint product was returned for evaluation. As a result, the following fields have been updated: device available for evaluation: yes, returned to manufacturer on: 8/27/2019. Device returned to manufacturer: yes, results code: 114. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Email address unknown, information not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that the zlb00 intraocular lens (iol) was explanted due to patient complaint of not being able to read. Additional information received revealed the patient complained of blurry vision the day after the iol was implanted into the right eye. The patient did not have any contributing medical history. The explanted iol was exchanged for a non-johnson and johnson iol. There was no patient injury and no additional intervention was required. The patient is doing well following the exchange. No additional information was provided.